Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. During troubleshooting with tandem technical support, the customer received an occlusion alarm and it was discovered that the customer had not loaded the cartridge into the pump. Customer reloaded the cartridge and received another altitude alarm. The customer's blood glucose was 150 - 240 mg/dl. Customer reverted to manual dose injection and a replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.